Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Results of investigation: the vyaire service group received the uim for investigation. The uim was visually and physically inspected, which found peripheral damage on the top left corner of the display screen. Testing results found the uim cycled on normally with no anomalies. The reported customer event was duplicated however, no component root cause is required since the event is now believe to be associated with customer damage of the uim display screen. This issue will be internally investigated within vyaire.

Event description:
The customer reported a stripe on the user interface module (uim) display screen, on this ventilator device. The customer reported no patient involvement with this event.